Manufacturer narrative:
Given the nature of the event, the device, used in treatment, was not returned for evaluation but the picture was reviewed, and the fracture was confirmed. The clinical / medical investigation concluded that, based on the limited information provided, and the device remains implanted, the root cause of the reported event could not be definitively concluded; however, currently unable to rule out micromotion from an incomplete consolidation of the comminuted intertrochanteric fracture as a potential contributing factor to the reported distal nail fracture. Patient impact beyond the reported nail fracture could not be fully assessed; however, it was reported that the surgeon has decided not to intervene at this time. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, abnormal loading of the limb or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nail that the patient had implanted was broken, but as the patient is old, the doctors decided to not intervene. No more information at the moment